Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that they have been without the therapy for a while since they had a fractured hip and had unrelated surgery. Pt states they device had been turned off. Pt states since they gave them pain medication, they noticed the therapy was not helping their symptoms. Pt could not remember when this started but confirmed it was sometime in 2022. Pt services attempted to walk pt through communicating with implant but handset would not power up. After plugging handset into a power source, pt confirmed handset is at 0% and is charging. The issue was not resolved through troubleshooting. The caller was redirected to pt will continue to charge up their handset and will call patient services back to continue troubleshooting  no further complications were reported/anticipated at this time.